Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The customer was contacted for training regarding this incident. The customer declined any further input or training for this incident. The customer declined a service call since they stated that the cause was operator error. Root cause: based on customer statements, the root cause for the incident was user interface in setting up a tpe set with the intention of doing an rbcx procedure. Corrective and preventive action: an internal CAPA has been initiated to address user interface issue of using an incorrect disposable set for a procedure.

Event description:
The customer reported that they inadvertently used a cobe spectra therapeutic plasma exchange(tpe) disposable set for a red blood cell exchange (rbcx) procedure. Approximately 20 minutes into the procedure, the rn noticed plasma in the remove bag. The rn stopped and unloaded the tpe disposable set. A rbcx disposable set was loaded on the same machine and the procedure was successfully completed. No medical intervention and follow-up visit were necessary for this event. The patient is reported in stable condition. The customer declined to provide patient identifier (ID) and age. The disposable kit is not available for return because it was discarded by the customer.